Event description:
Explant due to an infection that had presented post-operatively. The implant has been in place for 8 weeks.

Manufacturer narrative:
Histology results not available yet. Lot documentation checked and was ok.